Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device was implanted for 3 years. It was replaced with another guidant product, and will be returned for analysis.